Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400- greater than 500 mg/dl. Ketone level was moderate to large. Customer changed pump supplies and manual insulin injections were used to address bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.